Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The units were analyzed and upon visual inspection, the mtms were installed onto an in-house system where the error was triggered indicating fault on the axis 1, replicating the reported event. The mtms were then installed onto a surgeon side console fixture test platform (sfpt) where power up was found to be failing on axis 1. Once testing was completed, the axis 1 motor was tested and was verified to be the source of the fault on both mtms. The probable root cause is attributed the axis 1 motor in the mtms. This issue can be resolved by replacing the mtms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the surgeon was unable to gain control of the instruments after the system prompted the surgeon to match grips of one of the surgeon side consoles (ssc) master tool manipulator (mtm). The issue occurred while the instrument jaws were being closed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the roco and obtained the following additional information: the surgeon was able to use the other ssc to complete the procedure. Synchroseal instrument jaws were closed when it was being used on universal surgical manipulator (usm) 2. The target tissue was pericles and fat surrounding the bladder. The surgeon was able to successfully open the jaws intraoperatively and release the tissue by passing control of the synchroseal instrument over to the other ssc and matching grips and opening jaws via ssc. There was no adverse effect on the grasped tissue, no unexpected bleeding and no unexpected tissue removal.